Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The customer was sent a replacement 3100b disposables ship kit, box of 4-850, pn 11744-850k, bellows/water traps pn766897, cap diaphragms pn766896 and circuits pn 773996. As of this date the parts have not been received for evaluation. When they have been received and evaluated a supplement will be filed.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that this vent wouldn't pressurize to specs (patient circuit calibration - 38cmh2o with pr3 maxed out). They also noticed that there was a high pitched whistling noise. There was no indication of patient involvement.